Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed no "system computer needs service" messages. He used the lab use only (luo) central control monitor (ccm) as a surrogate to test the returned cable assembly printed circuit interface (pci) bus interface. Multiple boot ups were performed with no errors noted. Per data log analysis, the system is powered up on (B)(6) 2019. The system appears to be used occasionally, but is never powered off. On (B)(6) 2019 at 06:53:04 pm the ccm reports the "error process gui died," and gracefully takes itself down. This will cause the ccm to display "system computer needs service" as reported. The system was left powered on for over three months. This is very unusual and may be the cause for the issue. The system is power cycled on (B)(6) 2019 and everything behaves normally. Most likely there is no hardware issue with the ccm. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The issue was discovered when doing a check up on the unit. The field service representative (fsr) replaced the pci bus cable. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) displayed a "system computer needs service" message. The ccm was rebooted, clearing the message. There was no patient involvement.